Event description:
During a 23 hour period on 3/11/92, this pump infused 11cc and should have infused 53 cc. The pump was taken to clinical engineerig where an occlusion pressure switch was found to be stuck and defective. This pump was sent back to mfg. For repairinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.